Manufacturer narrative:
(B)(4). Date of birth: (B)(6). Concomitant medical products: 00875504802 2707970 allofitâ®-s it alloclassicâ®, shell for acetabulum, uncemented, 48/gg, 00877503203 2714766 bioloxâ® delta, ceramic femoral head, l, ã¸ 32/+3.5, taper 12/14, 0106010001 4020457 avenirâ® mã¼ller, stem, standard, uncemented, ha, 1, taper 12/14, 00625006530 62273307 bone scr 6.5x30 self-tap. Report source: (B)(6). Reported event was confirmed by review of post-operative medical notes. Medical notes were reviewed and identified patient reports moderate to marked pain in right hip, along with a significant limp impacting gait. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient experienced moderate to remarkable pain in right hip; along with a significant limp approximately 6 years post implantation. The patient was treated with nonsteroidal anti-inflammatory drugs for heterotopic ossification prevention. Attempts have been made and additional information on the reported event is unavailable at this time.